Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a crack in the side port. It was reported that the vizio sheath had a cracked side port, out of the package. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. The event is being reported for crack in the side port.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 9-jan-2023, it was determined that the cracked side port is actually a "broken side port". Therefore the original medical device problem code (h6) of crack a0404 has been updated to break a0401. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-may-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a crack in the side port. It was reported that the vizio sheath had a cracked side port, out of the package. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: visual analysis revealed that the stopcock three-way component was broken, and no other damage or anomalies were noticed. The manufacturer's supplier was notified about this failure mode air leaking around the valve, and this complaint is deemed manufacturing. Due to the condition of the three-way stopcock, an internal action was opened. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A device history record evaluation was performed for the finished device number 50000210 and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).